Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment from site event on (B)(6) 2024. The insertion site was at right waist and the infusion set detached when patient was sleeping. The blood glucose level at the time of event was high (specific value unknown) and current blood glucose value was 126 mg/dl. The patient resolved the event by changing infusion set followed by bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date, primary unique device identifier (UDI) number under d4 and manufacturing date h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation

Event description:
To date, additional patient or event details were received which have been added in h11.